Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated act not always working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's mother reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that pump not vibrating at all anymore. The customer was assisted in performing a self-test. The customer stated the pump did ot vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces and had no vibration due to broken vibrator wire. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.